Event description:
Boston scientific received information that the field representative reported an intermittent noise and intermittent lead fracture on the right ventricular (rv) lead of the patient. The physician is going to revise the lead but wanted some suggestions to know if the noise is an indicator of future coil problems. Boston scientific technical services (ts) stated that there was no data available and discussed that this is a clinical decision since there are other factors that can affect to the lead integrity. There were questions about lead length measurement and ts discussed it with the field representative. This lead remains in service. No adverse patient effects were reported. Additional information received that this patient had a lead fracture which caused the intermittent noise. The field representative confirmed the lead revision procedure and lead was replaced with a new lead. No adverse patient effects were reported. Additional information received that this right ventricular (rv) lead was surgically abandoned due to product performance issue. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.